Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, communication bus was not detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not detected on bus. A field service engineer removed the back panel and found that the pyxibus cable was loose and so, replaced the loose cable. The system functioned as intended after the field service engineer repaired the device.